Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, they used two machines in the procedure and both didn`t have staples. Manual suture was done to complete the procedure. There were no adverse consequences for the patient.